Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined. Further information was not available.

Event description:
It was reported that the patient presented via remote transmission. Upon review, the implantable cardioverter defibrillator did not deliver high voltage therapy for ventricular tachycardia in the monitor zone. The device then exhibited undersensing and the patient experienced an agonal rhythm. The patient was then reported as deceased.